Event description:
It was reported this insertable cardiac monitor (icm) device was spontaneously explanted while the patient was either playing golf or lifting weights. The boston scientific representative received information from a healthcare provider that the icm device came out of the pocket while the patient was active. Attempts to gather additional information regarding the current whereabouts of the explanted icm were unsuccessful. A new icm device was implanted. The boston scientific representative provided that the patient has been seen at the clinic since the implant of the new icm device and there are no issues. No additional adverse patient effects were reported.